Event description:
New information received (B)(6) 2021 indicates this issue was discovered while in use. The patient outcome is unknown.

Manufacturer narrative:
Updated awareness date.

Event description:
It has been reported that the device speakers are not functioning properly.